Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.

Event description:
It was reported that, "pt walked and bore weight too early post-op and plate snapped."